Event description:
Please note the 5 cases being reported concurrently by our facility have the d'vinci robot as a commonality; we are not implying that it is the cause. Our facility has two d'vinci robots. We are uncertain which of the two was used in this case. On (B)(6) 2013, pt underwent d'vinci pelviscopy with laser destruction of endometriosis, also had cystoscopy and proctoscopy. Discharged. On (B)(6) 2013, pt had CT-guided aspiration of pelvic abscess adjacent to r ovary. Discharged to home. On (B)(6) 2013, readmitted, went to operating room: exploratory laparoscopy converted to open procedure with finding of inflammation and adhesions, dense involvement of small intestine within pelvis affiliated with abscess. Abscess drained, lysis of adhesions done, and small bowel resected with reanastomosis. Discharged in stable condition on (B)(6) 2013.